Manufacturer narrative:
(B)(4)

Event description:
It was reported that high, out of range, hv lead impedance was noted. The patient is awaiting lead replacement. The patient's condition is fine.

Event description:
Additional information received indicated that the device was explanted and returned.

Manufacturer narrative:
External and internal insulation abrasions were noted at 9.0-9.5cm from the distal end. External insulation abrasions were noted at 12.0-12.5cm and 39.5-40.0cm from the distal end, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. The svc shock coil and rv conductor were fractured/melted at 23.0cm from the distal end. This is consistent with the observation from the field of high hv lead impedance.